Event description:
It was reported that during a lumbar fusion l3-l5, the screw and nut that retains the knob on the matrix distractor broke. The broken pieces were retrieved. Surgeon used second set to complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports the sample was received with the screw broken off the wing nut. Instrument corresponds to drawings and processes at time of manufacture. Over tightening assembly can possibly lead to breakage. This complaint is indeterminate from a manufacturing perspective.